Event description:
It was reported that surgeon inserted a collamer plate lens and the lens tore upon insertion. The lens was removed without any pt injury and discarded. This is one of two lenses the surgeon attempted to implant in this pt (see MFR# 2023826-2009-00223).

Manufacturer narrative:
Evaluation conclusion: (other) - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.